Event description:
A nurse reported that the vitrectomy probe had no cutting performance (normal aspiration) before vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe, with tip protector, in a pouch was received for the report. The returned sample was visually inspected and was found to be non-conforming with orange/brown in color foreign material on the port face. The sample was functionally tested for actuation and cut and was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device¿s rfid tag. Two non-conformances were identified: one related to the cutter detaching from the coupling and one related to the extension being pulled from the coupling. These related non-conformances could have potentially contributed to the reported event; however, the returned sample was found to meet specification. One photo attached was reviewed by the investigation site. The photo shows a probe in a bag with a label with same product and lot number as reported. The reported issue could not be confirmed. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Non-conformance records were completed for the related records on the nonconformance report. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: 2025-37439